Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23 mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of 2:1 atrioventricular (av) block. The length of the membranous septum was measured to be 8.0 mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, upon recapturing a complete atrioventricular block (cavb) had occurred, and the valve was able to be implanted at a depth of 3 mm on the non-coronary cusp (ncc) and 5 mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A permanent pacemaker was implanted to resolve the event. The patient was in a stable condition.